Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device encountered an unexpected data error. As a result, the station did not complete the boot up process and was completely unusable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was in suspect mode. A technical support specialist (tss) rebooted the station and confirmed the error persisted. The database was found to be in suspect mode, and the station was slow and freezing. Troubleshooting was performed following knowledge article, how to - recover / repair a corrupted dsclientoltp database including backing up the database and repairing it using the minimum repair level with data loss. Transaction validation was completed using knowledge article, how to: extract missing transactions from an es device, and all 55 pending transactions were confirmed as successfully uploaded to the server with no missing data. The encrypted database was backed up per knowledge article, how to create a station database backup, then dropped and rebuilt following knowledge article, proper datasync procedure & how to place new db in es station. Med applcation repair and a full station sync were completed, and upload/download status was confirmed as current. The station returned to normal operation at the login page. A separate issue was identified with a failing battery causing unexpected reboots, requiring a field technician to replace the battery. Tss followed up with the customer multiple times to dispatch field service, but customer did not reply. So tss proceeded to close the case advising customer to open new ticket if required. The system functioned as intended after the technical support specialist troubleshot the device.